Event description:
It was reported that the device was found to be in bvvi mode. It was noted that the patient had an MRI in may without programming change. A device restoration was performed successfully. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
Correction for manufacturer report number 2017865-2024-58475 initial report: section g3 - date received by manufacturer should have been (B)(6) 2024 rather than (B)(6) 2024.